Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A premature detachment was reported with the freestyle libre sensor. Customer reported the sensor detached from the adhesive after 13 days of wear and she was unable to obtain readings. Customer experienced a seizure and self-treated (unspecified). No further treatment was reported. There was no report of death or permanent injury associated with this event.